Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported lot number was confirmed from the returned packaging and the hub. On visual/microscopic inspection, the distal end of the stabilizer was kinked, the radio opaque (ro) markers were intact. The distal tip of the delivery catheter was stretched and deformed with the ro marker detached, the ro marker band was still contained on the stabilizer. Functional testing was not performed due to the damage noted to the device, and as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The available information states that there was a marker band found detached within the axs catalyst 5 catheter, it could not be determined which device it was from. The device was returned and it was confirmed that the distal end of the stabilizer was kinked, the radio opaque (ro) markers were present. The distal tip of the delivery catheter was stretched and deformed with the ro marker detached, the ro marker band was still contained on the stabilizer. It is probable that the device was damaged during the clinical procedure. An assignable cause of procedural factors will be assigned to the reported device problem unknown/unclear and analyzed ro marker(s) detached/separate/not visible under fluoroscopy, stent stabilizer kinked/bent, stent delivery catheter stretched and stent delivery catheter deformed, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device revealed that the subject flow diverter's radio opaque marker detached inside the catheter during procedure. No clinical consequences were reported to the patient due to this event.